Event description:
The customer reported that during a surgical procedure at their facility the cuff would not hold pressure, posing the risk of blood loss or systemic exposure to local anesthetic. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation found that the deflate button for channel 1 could become stuck, which could lead to the device losing pressure without alarming

Event description:
The customer reported that during a surgical procedure at their facility the cuff would not hold pressure, posing the risk of blood loss or systemic exposure to local anesthetic. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences.